Event description:
The customer reported falsely elevated magnesium results generated from alinity c processing module for 2 patients. The following data provided: reference range=1.6 - 2.6 mg/dl. (B)(6) 2025, sid (B)(6), initial result = 7.1mg/dl, repeat result 2.6 mg/dl. (B)(6) 2025, sid (B)(6), initial result = 6.38mg/dl, repeat result = 1.86 mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6) and found the cuvette segments dirty, the cuvette washer dripping and a blockage in the cuvette tubing. The tbg., dist panel (black) to cuv wash and wash cups, nozzle c4 #1, #4, #5 (rohs), tubing, peristaltic head (rohs), tbg, manifold to hcw nozzle and tbg, hcw nozzle to hcw pump head were replaced, which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the alinity c processing module with regards to the customer reported event. A review of trending data associated with the tbg., dist panel (black) to cuv wash and wash cups, nozzle c4 #1, #4, #5 (rohs), tubing, peristaltic head (rohs), tbg, manifold to hcw nozzle and tbg, hcw nozzle to hcw pump head did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the tbg., dist panel (black) to cuv wash and wash cups, nozzle c4 #1, #4, #5 (rohs), tubing, peristaltic head (rohs), tbg, manifold to hcw nozzle and tbg, hcw nozzle to hcw pump head were identified.

Event description:
The customer reported falsely elevated magnesium results generated from alinity c processing module for 2 patients. The following data provided: reference range=1.6 - 2.6 mg/dl. (B)(6) 2025, sid (B)(6), initial result = 7.1mg/dl, repeat result 2.6 mg/dl. (B)(6) 2025, sid (B)(6), initial result = 6.38mg/dl, repeat result = 1.86 mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a1 - patient identifier; sid (B)(6) & sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.